Event description:
It was reported that patient underwent a total joint arthroplasty of touch cmc1 prosthesis, subsequently, 2 years after initial implantation, the patient felt sudden sharp pain when lifting heavy objects. The patient underwent revision surgery due to pe liner breakage.

Manufacturer narrative:
Based on the available information, the incident is not attributed to a manufacturing or design defect of the specific returned device. Mechanical complication is a known adverse event listed in the device's instruction for use (IFU) and subject to trend reporting. In addition, available information does not allow confirmation of patient compliance with information listed in the IFU (11: patient information) - "limit at risk activities (carry heavy objects, practice hand contact sports)."